Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 38 patella; cat# unknown, lot# unknown. Triathlon p/a cr beaded #7r; cat# 5517f702, lot# ldl3r. Tritanium bplate triathlon s6; cat# 5536b600, lot# ctd52987. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All implants were removed and a spacer was placed. Rep provided a picture of the explants and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 38 patella; cat# unknown ; lot# unknown . Triathlon p/a cr beaded #7r; cat# 5517f702; lot# ldl3r. Tritanium bplate triathlon s6; cat# 5536b600; lot# ctd52987. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All implants were removed and a spacer was placed. Rep provided a picture of the explants and confirmed that no further information will be released by the hospital or surgeon.